Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was interrogated and the battery voltage was below the level indicated for implant. The battery voltage was still below the level indicated for implant after the device was at room temperature for over 48 hours. The device was not used. There was no patient involvement.